Event description:
At 0935 found lipid bag was cracked and dripping on floor. Stopped infusion, pulled bag and tubing. Md notified. Pharmacy called for new bag of intralipds to continue infusion. Lipids had been hung 15 hrs earlier and infusing at rate of 2.4 mls.hr. No note of any issues when checked 15 minutes before this discovery. When bag and tubing received in quality services, it was noted that there was a crack in the port of the bag that the tubing is inserted into. Per unit director, all staff caring for pt during this time frame stated crack did not occur at time of spiking bag and that it did not develop until several hours later.